Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room complaining that there newly implanted implantable cardioverter defibrillator was causing them pain. Physician performed a pocket revision, no infection or device issue were noted. Patient condition was stable.